Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 699883) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anxiety, depression and cholecystectomy. Previously administered products included for birth control: nuvaring from 2006 to 2007. Concurrent conditions included depression, morbid obesity, hyperlipidemia, sleep apnea, gastroesophageal reflux disease, polycystic ovarian syndrome, insulin resistance, dysfunctional uterine bleeding and urinary tract infection. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems:depression"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain/loss specify which one approximately 40pounds/weight gain lost approximately 10-20 pounds"). The patient was treated with surgery (total laparoscopic hysterectomy using da vinci robot with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and migraine outcome was unknown, the depression and weight increased was resolving and the headache, nausea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following release of the device, it was noted that there were 5 springs outside of the right ostia, there were 3 springs outside the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on 21-dec-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 699883) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anxiety, depression and cholecystectomy. Previously administered products included for birth control: nuvaring from 2006 to 2007. Concurrent conditions included depression, morbid obesity, hyperlipidemia, sleep apnea, gastroesophageal reflux disease, polycystic ovarian syndrome, insulin resistance, dysfunctional uterine bleeding and urinary tract infection. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain/loss specify which one approximately 40pounds/weight gain lost approximately 10-20 pounds"). The patient was treated with surgery (total laparoscopic hysterectomy using da vinci robot with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and migraine outcome was unknown, the depression and weight increased was resolving and the headache, nausea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following release of the device, it was noted that there were 5 springs outside of the right ostia, there were 3 springs outside the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Reporters were added. Following events were added: abdominal pain, abnormal bleeding (vaginal, menorrhagia), depression, migraine, headache, nausea, fatigue, weight gain, abdominal pain lower. Lot number added. Concomitant conditions and medical history added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.